Manufacturer narrative:
Concomitant medical products: 3889-28 urinary mgu lead, implant date: (B)(6) 2018, 3058 urinary mgu ipg, implant date: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited low r-waves one day post implant. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
F information is provided in the future, a supplemental report will be issued.

Event description:
The rv lead was reprogrammed.